Event description:
According to the reporter, during the thoracoscopic left upper lung wedge resection with left upper lobectomy, while firing the second reload with the stapler, a misfire sound was heard. After completing the firing, an attempt to fire the third reload resulting in stapler initially fired but then unable to complete the firing cycle. Additionally, the circulating nurse noticed that a 30 mm. Curved tip reload had damaged sterile packaging and was not loaded for use. The procedure was completed after replacing the handle and reload. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: egiaustnd, egiaustnd endogia ultra univ std stap (lot # p5b0838s) egia30ctavm, egia30ctavm egia30 curved vas med sulu (lot # n4l1705y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.